Event description:
The report indicated that the user experienced elevated bg levels (77-237 mg/dl) over the course of four hours. The customer was four months pregnant and made the claim that this period of elevated bg's was responsible for her having a miscarriage. There was no report of any type of malfunction or any indication that the product had not been performing as intended. The pod will be returned for eval.

Manufacturer narrative:
The device involved was not returned to the manufacturer for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. If the device is received after this date, a product investigation will be performed and evaluation results will be provided. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.